Manufacturer narrative:
(B)(4). Date sent: 1/21/2020. Investigation summary: one each 0845 serial number (B)(6) and 1 each m2k-01 cable were received for evaluation. The pad and cable was functionally tested and found to be performing within specifications. The complaint is unconfirmed. The pad. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was obtained: good morning, I do not have information about the product having interference with another device. A nasal coblator was used.

Event description:
It was reported that during an unknown procedure, the pad was placed on the or bed with a sheet and draw sheet over top. No monopolar device was used during the case, but a nasal coblator was. Post-operatively, the patient had what appeared to be bruising/soft tissue damage on each of their left hand finger tips and between fingers on right hand. It's unknown if any other medical intervention was required.